Event description:
Complainant alleged that while performing heart surgery on pt upon discharge of the device using internal handles, the attending physician received an unintended delivery of energy. Complainant indicated that the defib output was incorrect; twenty joules were selected and evaluation of the summary indicated that 27.8 joules were administered. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction. Subsequent testing of the device at the customer's biomed facility was unable to duplicate the reported malfunctions.